Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in a 34-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In 2015, the patient experienced tooth fracture ("dental problems/ chipping teeth"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and cyst ("cysts ") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia and weight increased was resolving, the genital haemorrhage, seizure, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, gastrointestinal disorder, tooth fracture, hormone level abnormal, headache, nausea and weight decreased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, seizure, tooth fracture, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, seizures, weight gain, weight loss and cyst. Discrepancy noted the date of insertion in summons was 2006 , but in this follow-up the date of insertion is (B)(6) 2012. Discrepancy noted for essure insertion date- (B)(6) 2012, 2006. Plaintiff didn¿t undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Lot number:959210 manufacturing date: 2012/03 expiration date:2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in a 34-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In 2015, the patient experienced tooth fracture ("dental problems/ chipping teeth"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and cyst ("cysts ") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia and weight increased was resolving, the genital haemorrhage, seizure, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, gastrointestinal disorder, tooth fracture, hormone level abnormal, headache, nausea and weight decreased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, seizure, tooth fracture, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, seizures, weight gain, weight loss and cyst. Discrepancy noted the date of insertion in summons was 2006 , but in this follow-up the date of insertion is (B)(6) 2012 discrepancy noted for essure insertion date- (B)(6) 2012, 2006. Plaintiff didn¿t undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number was added, newly added events- vaginal hemorrhage, menorrhagia, onset date of previously reported events- dysmenorrhea (cramping), dental problems, dyspareunia (painful sexual intercourse), hair loss, pelvic pain female was added, outcome of the previously reported event- pelvic pain female, hair loss, weight gain, dysmenorrhea (cramping), vaginal hemorrhage, menorrhagia were updated, essure insertion date were updated, reporter was added, consumer height and race was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and cyst ("cysts ") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, seizure, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, nausea, pelvic pain, seizure, tooth disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, seizures, weight gain, weight loss and cyst. Discrepancy noted the date of insertion in summons was 2006 , but in this follow-up the date of insertion is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event general abnormal bleeding, seizures, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, weight gain, weight loss and cysts. Patient demographic details, reporter and product information was added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.